Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Blood glucose was reported to be over 500 mg/dl, in morning was 280 mg/dl, gave another shot of insulin to bring 600 mg/dl down. The customer did not mention any symptoms of their blood glucose levels. The customer was treated with manual injection. The insulin pump will not be returned for analysis.